Event description:
Information received by medtronic indicated that the customer had battery cap contacts were damaged. Troubleshooting was unknown and customer was advised to replace the battery cap; however, the customer will continue use of the device. No harm requiring medical intervention was reported. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.